Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping due to intermittent low out-of-range right atrial (ra) lead impedance measurements. The ra lead is a competitor product. The device beeper was programmed off. No adverse patient effects were reported. The device remains in service.